Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited broken tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, new reportable malfunctions were identified during the device evaluation: distal end was missing, outer tube was broken in half. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken tip and the missing distal end were due to the outer tube being broken in half (component failure). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.